Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (B)(6) at the customer's site. The reported complaint that the thermogard system displayed tcmid:06 (ce post failure) error message was confirmed during the system's event log data review and functional testing. The root cause of the error was slight burning of the pic16 board wire harness cables and the danfoss module wire harness cables. This damage was likely due to the device's age and contributing factors such as contact oxidation, vibration, or exposure to moisture. The device's life expectancy is 5 years. The thermogard console was manufactured in january 2011 and is over 15 years old. The event log showed tcmid:06 error messages, confirming the reported complaint. Functional testing of the thermogard system failed due to the tcmid:06 error message, confirming the reported complaint. The investigation found that the pic16 board wire harness cables and the danfoss module wire harness cables were slightly burned, triggering the reported tcmid:06 error. The issue was resolved by replacing the pic16 wire harness assembly and the cooling engine wire harness assembly. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were found for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.